Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity, during pre-implant interrogation. Boston scientific technical services (ts) suggested to send file for analysis. There was no patient involvement.